Manufacturer narrative:
Device evaluated by manufacturer: synergy xd mr us 3.50 x 12mm stent delivery system (sds), was returned for analysis. A visual/tactile inspection and microscopic and dimensional analyses were completed. Multiple kinks were noted along the hypotube shaft. A break was noted in the midshaft and in the lasercut region. A jagged tear was identified in the distal extrusion. The tear stretched from the port site and extended distally for a total length of 23mm. Stent struts were lifted at the proximal section, but the stent was secured between the distal and proximal markerband. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Bumper tip showed no signs of distal tip damage. The crimped stent od (outer diameter) was measured by snap gauge and the result was within max crimped stent profile measurement.

Event description:
It was reported that a shaft break caused the procedure's cancellation. The 75% stenosed target lesion was located in the left anterior descending artery (lad). A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the shaft broke and due to the significant amount of contrast used, the physician aborted the procedure. There were no patient injuries reported.

Event description:
It was reported that a shaft break caused the procedure's cancellation. The 75% stenosed target lesion was located in the left anterior descending artery (lad). A 3.50 x 12mm synergy xd drug-eluting stent was advanced for treatment. However, the shaft broke and due to the significant amount of contrast used, the physician aborted the procedure. There were no patient injuries reported.